Event description:
Meter name: fasttake. Strip name: fasttake. Meter code: unknown. Strip code: unknown, strip storage: unknown. Symptoms: "the patient did not know where the patient was, what day it was". The patient's family member reported that the patient was seen in the hospital. The meter allegedly is inaccurately erratic. The result from the patient's meter is unknown. The patient reported it was high. The result from the hospital meter is unknown. The patient reported it was low. The time difference between the patient's meter and the hospital meter is unknown. The treatment is unknown. The patient "did not eat because meter showed a high reading". No further info has been reported.